Event description:
It was reported that this pacemaker had entered safety mode. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that this device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has not been returned,

Event description:
It was reported that this pacemaker had entered safety mode. No adverse patient effects were reported. This device remains in service.